Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform ed. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a device history record (DHR) review was conducted previously on legacy complaint (B)(4). The review did not reveal any related manufacturing deviations, anomalies or other non-conformances on the provided product and lot combination. Final micro and sterility tests passed.

Event description:
On may 26, 2023, the patient underwent a right knee revision, due to chronic effusions, varus alignment, suspected loosening, bone loss and tibial plateau fracture. Intraoperatively, the femoral and tibial components were loose at unknown interface. Multiple loose pieces of cement were seen throughout the joint. The tibial plateau fracture, due to severe bone loose. And loosening was treated with a metal central cone and bone graft. There was a small rent (injury) to the popliteal artery requiring 1-2 stitches. Competitor products were placed, during the revision, while the attune patella was left in situ. Doi: (B)(6) 2015; dor:(B)(6) may 2023, right knee.